Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the battery compartment was cracked. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/10/2014 with the following findings: on investigation, the alleged casing issue was verified. The battery compartment was found to have cracked at the opening and below the grip pad. The threads on the battery cap were stripped. Using a test cap, the pump powered up with auditory and vibratory features. No tactile issue was observed with the buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).